Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment stuck out at the wrist. Other cables at wrist were not damaged. Engineering also found indentations on the edge of the distal pulley. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the customer noted that the articulation cable of the monopolar curved scissors instrument was broken. No patient harm, adverse outcome or injury was reported.